Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "on PICC line placement, vas specialist was unable to get the yellow waveform intrathoracic visable on the PICC monitor. Usual suspects were checked. Specialist took the stylet out of the PICC and recalibrated and then reinserted the stylet into the PICC line. At this time during the procedure, the vas specialist noticed approximately 4 cm of the tip of the stylet was hanging loose and when this area was touched it broke completely off of the end of the stylet. " additional information received 04/02/2021: per specialist: started out standard procedure but noticed he did not get a normal waive form. Checked connections, flushed catheter again and with no luck he then pulled the wire back completely back to recalibrate. At that point he could see the tip of the wire, noticed something did not look right so when he touched the wire to look closer, he noticed approx. 4 cm¿s hanging off of stylet. Wire was broke. Was there patient harm reported?: no because wire broke outside of pt. They did x-ray just to make certain and showed no signs of the wire in the pt.